Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was admitted to the ICU. Reporter was unable to provide any information on the patient, pump, or the cause for patient being admitted to the ICU.